Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that on (B)(6) 2014 his blood glucose went low, 40 mg/dl range, while he was driving. On (B)(6) 2014, the customer states that his blood glucose went high, 280 mg/dl. Customer stated that he was unconscious, unresponsive, and refused to eat. Current blood glucose is 84 mg/dl. After a few hours the blood glucose was under control. Customer declined troubleshooting. Nothing further reported.